Manufacturer narrative:
One (1) device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap transfer sets were unable to be closed. The event further described as "the twist clamp was so tight that the transfer set was not able to open at all, the twist clamp was so tight that the transfer set was not able to close at all." This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. Torque engagement testing was performed, and the engage and disengage force to open and close the twist sleeve was above tolerance and meet specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.